Manufacturer narrative:
(B)(4) issued mfg report #3004493922-2011-00002. The lift, model rpl600-1, was returned for an evaluation. Product was approximately 3 years old at the time of the incident. Routine maintenance history is unknown. The hanger bar attachment point was bent 20 degree. The requirement to maintain and periodically inspect hardware for tightness and wear is covered on page 41 of the users manual. This would, depending on the degree of looseness of the nut, allow for increased movement and fatigue. The lift's actuator also had a substance on it that would not allow the lift to operate. The actuator connector was cleaned and the lift functioned correctly. The emergency down switch was missing and could not be tested. Other attaching hardware for the hanger bar was not returned. This incident is due to a lack of maintenance. (B)(4) has been issued for the return of the device. Maintenance history has been requested from the dealer. The dealer stated that the lever that opens and closes the lift and the hand pendant were replaced within the last (B)(4). The consumer has a new lift to use. The user manual for the electric portable patient lift is part no. 1145810. It provides guidelines to prevent consumers from being dropped. There were allegedly two nurse aides present a the time of the alleged incident. This meets the guidelines stated on page 13 - "general guidelines although invacare recommends that two assistants be used for all lifting preparation, transferring from and transferring to procedures, our equipment will permit proper operation by one assistant. The use of one assistant is based on the evaluation of the health care professional for each individual case." It is unknown if the assistants read and fully understood the user manual as stated in the warning on page 13. "Page 13 warning - section 1 - general guidelines contains important information for the safe operation and use of this product. Do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Do not move a person suspended in a sling any distance. The invacare patient lift is not a transport device. It is intended to transfer an individual from one resting surface to another (such as a bed to a wheelchair). Otherwise, injury or damage may occur. Do not dispose of batteries in normal household waste. Device contains lead acid batteries. They must be taken to a proper disposal site. Contact your local waste management company for information." The bolts were loose causing the consumer to be dropped. It is unknown if the consumer fully understood that the bolts must be tight but not over tightened. The caution on page 19 states: do not over tighten the nut and bolt. This damages the mounting bracket. It is also stated on page 38 - caution - do not over tighten the nut and bolt. This damages the mounting bracket. The positioning of the patient lift is unknown. The following warning on page 26 states " warning- the legs of the patient lift must be in the maximum open position for optimum stability and safety. If it is necessary to close the legs to maneuver the patient lift under a bed, close the legs only as long as it takes to position the patient lift over the patient and lift the patient off the surface of the bed. When the legs of the patient lift are no longer under the bed, return the legs to the maximum open position. The assistants were moving the consumer at the time of the drop. It is unknown if they followed the warning on page 27 for lifting/moving the patient "warning - do not lock the rear casters of the patient lift when lifting an individual. Locking the rear casters could cause the patient lift to tip and endanger the patient and assistants. Do not move the patient if the sling is not properly connected to the hooks of the swivel bar. When the sling is elevated a few inches off the surface of the bed and before moving the patient, check again to make sure that the sling is properly connected to the hooks of the swivel bar. If any attachments are not properly in place, lower the patient back onto the stationary surface and correct this problem - otherwise, injury or damage may occur. Adjustments for safety and comfort should be made before moving the patient. Do not use slings and patient lifts of different manufacturers. Invacare slings are made specifically for use with invacare patient lifts. Injury or damage may occur." It is unknown if the bolts were checked after the last service event. On page 43 there is a warning for this "after any adjustments, repair or service and before use, make sure all attaching hardware is tightened securely - otherwise injury or damage may occur."

Event description:
The facility alleges the bolt, washer, and lock nut that hold the spreader bar came loose and the resident was dropped. The lift has been take out of service. There were allegedly two nurse aides present a the time of the alleged incident. The consumer allegedly sustained a bruise on his back. No serious injury is alleged.

Manufacturer narrative:
(B)(4) has been issued for the return of the device. Maintenance history has been requested from the dealer. The dealer stated that the lever that opens and closes the lift and the hand pendant were replaced within the last four months. The consumer has a new lift to use. The user manual for the electric portable patient lift is part no. (B)(4). It provides guidelines to prevent consumers from being dropped. There were allegedly two nurse aides present a the time of the alleged incident. This meets the guidelines stated on page 13 - "general guidelines although invacare recommends that two assistants be used for all lifting preparation, transferring from and transferring to procedures, our equipment will permit proper operation by one assistant. The use of one assistant is based on the evaluation of the health care professional for each individual case." It is unknown if the assistants read and fully understood the user manual as stated in the warning on page 13: " page 13 warning - section 1 - general guidelines contains important information for the safe operation and use of this product. Do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Do not move a person suspended in a sling any distance. The invacare patient lift is not a transport device. It is intended to transfer an individual from one resting surface to another (such as a bed to a wheelchair). Otherwise, injury or damage may occur. Do not dispose of batteries in normal household waste. Device contains lead acid batteries. They must be taken to a proper disposal site. Contact your local waste management company for information." The bolts were loose causing the consumer to be dropped. It is unknown if the consumer fully understood that the bolts must be tight but not over tightened. The caution on page 19 states: "do not over tighten the nut and bolt. This damages the mounting bracket." It is also stated on page 38 - "caution - do not over tighten the nut and bolt. This damages the mounting bracket." The positioning of the patient lift is unknown. The following warning on page 26 states "warning- the legs of the patient lift must be in the maximum open position for optimum stability and safety. If it is necessary to close the legs to maneuver the patient lift under a bed, close the legs only as long as it takes to position the patient lift over the patient and lift the patient off the surface of the bed. When the legs of the patient lift are no longer under the bed, return the legs to the maximum open position." The assistants were moving the consumer at the time of the drop. It is unknown if they followed the warning on page 27 for lifting/moving the patient "warning - do not lock the rear casters of the patient lift when lifting an individual. Locking the rear casters could cause the patient lift to tip and endanger the patient and assistants. Do not move the patient if the sling is not properly connected to the hooks of the swivel bar. When the sling is elevated a few inches off the surface of the bed and before moving the patient, check again to make sure that the sling is properly connected to the hooks of the swivel bar. If any attachments are not properly in place, lower the patient back onto the stationary surface and correct this problem - otherwise, injury or damage may occur. Adjustments for safety and comfort should be made before moving the patient. Do not use slings and patient lifts of different manufacturers. Invacare slings are made specifically for use with invacare patient lifts. Injury or damage may occur." It is unknown if the bolts were checked after the last service event. On page 43 there is a warning for this, "after any adjustments, repair or service and before use, make sure all attaching hardware is tightened securely - otherwise injury or damage may occur."

Event description:
The facility alleges the bolt, washer, and lock nut that hold the spreader bar came loose and the resident was dropped. The lift has been take out of service. There were allegedly two nurse aides present a the time of the alleged incident. The consumer allegedly sustained a bruise on his back. No serious injury is alleged.